Manufacturer narrative:
The field service engineer checked the analyzer and found that a rinse nozzle was causing the cuvettes to overflow. Droplets were hanging from some of the rinse solution nozzles. Solenoid valves were cleaned. Following this procedure, the cuvettes filled correctly and excess droplets were no longer present. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with hdl-cholesterol gen.4 on a cobas c 503 analytical unit. The sample initially resulted in an hdl value of 3.22 mmol/l. The patient usually has an hdl value of approximately 1.0 mmol/l, so the value was questioned. The sample was repeated on (B)(6) 2025, resulting in a value of 1.40 mmol/l. The sample was also repeated on a second analyzer on (B)(6) 2025, resulting in a value of 1.32 mmol/l.

Manufacturer narrative:
The hdl reagent lot number was 86546601, with an expiration date of 28-feb-2027. The investigation is ongoing.